Event description:
It was reported that the patient presented at the clinic due to intermittent under sensing exhibited by their implantable cardioverter defibrillator (ICD). No intervention was performed. The patient was stable.